Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient's bleeding needed to be treated. The exact root cause cannot be determined. The likely root cause was failure to follow the instructions on the patient card. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: device was not explanted a review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the bleeding occurred when the patient was released from bed rest. Bleeding occurred outside of the procedure room. Additional information was received on 21sept2023. On (B)(6) 2023, a wingspan stent (stryker) was implanted, and the angio-seal device was used for hemostasis. When the patient stood up after being released from bed rest, bleeding occurred, and later a hematoma developed at the puncture site. Manual compression was applied for hematoma. An ultrasound was performed to diagnose the bleed. The patient was discharged from the hospital.